Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description, service report and log files. Our field service engineer (fse) was on-site to investigated the issue further and found out that the expiratory cassettes were faulty and required replacement. The ventilator was tested with two new cassettes and it passed all functional and safety tests. It is very important that the expiratory cassette membrane is clean. If there is dirt particles on the membrane it may not seal the membrane seat correctly causing leakage in the expiratory cassette. The root cause of the issue has been identified and resolved.

Event description:
Manufacturer's ref. #: (B)(4).